Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the charge button on the hard paddle assembly. After replacing the charge button hard paddle assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
Charge button broken on unit. Unit purchased 08/27/07. No pt use associated with reported event.